Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported their stimulator has been broken since (B)(6) 2020. The patient clarified implanted stimulation system is not actually broken, but that ins stopped working and reported it was sending shockwaves through the patient when it stopped working and stated this hurt. The patient mentioned they went to the urologist to discuss having implant taken out and was told by the manufacturer representative (rep) that it's not working at all. The patient stated this started (B)(6), maybe the (B)(6), confirmed the year as 2020. The patient stated they are peeing less now and stated they are a flooder. The patient stated they are not planning to have the ins replaced due to above and having to shut it off when they get into a car. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported that the cause of the device not working was unknown. They clarified that they had no falls prior, and stated that when it broke they felt electric shock bubbles inside them. They plan to have the device removed, but the date is unknown as they need to have their hip replaced first. They stated that they do not want another device "even though incontinence very bad."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.